Event description:
It was reported that the pump emitted an alert, and review of the alert history showed a low glucose alarm triggered at 71 mg/dl; the user was at 85 mg/dl at the time of the call and had already treated with snacks, and education on the alert function and review process was provided. Symptoms included low glucose without reported clinical manifestations. Outcomes included resolution with oral carbohydrate and no need for medical intervention. Investigation included customer counseling and troubleshooting focused on alert recognition and response. Investigation of this case revealed no device malfunction, with the event consistent with a true low-glucose alert and appropriate device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.